Event description:
Patient revised approximately 6 months after primary surgery, which occurred on (B)(6) 2023. No fall or other trauma reported. Revision occurred due to dislocation. 36 mm + 3 standard humeral cup explanted and replaced with 36 mm + 6 stability humeral cup.

Manufacturer narrative:
Revision occurred 6 months after primary surgery due to dislocation of unknown cause. No actual, implied, or suspect link to fx product.